Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. There were multiple medical device types reported to be involved. The information for the additional medical device type is as follows: d.2b. Medical device type: jka. Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for testing, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® push button blood collection set, blood began to flow continuously into the tulip (small flow) without the tube being engaged. There was blood leakage. Sample was recollected. No patient or user impact reported.